Manufacturer narrative:
(B)(4): the customer reported that the device gave a shock equipment malfunction message. This was in testing only. Philips evaluated the device and verified the reported symptom. The processor pca, internal memory card and therapy pca were replaced to resolve the issue. We cannot determine the root cause because multiple parts were replaced.

Event description:
The customer reported that the device gave a shock equipment malfunction message. This was in testing only.